Event description:
It was reported the physician stated the device was not working. The device was returned for repair and calibration. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment of the main printed circuit board being out of specification electrically and also found the lower case to be broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and initial analysis confirmed the customer comment of the main printed circuit (pc) board being out of specification electrically and also found the lower case to be broken. A detailed analysis was then performed on the pc board. This analysis could not duplicate the reported event, no anomalies were found on the long term tester. It was noted that this event could be related to the calibration of the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.